Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-jan-2026, a sales representative reported via email that an ar-2324kbcsp biocomposite knotless swivelock anchor was opened and, during preparation in normal bone following the standard technique, the eyelet broke in half. A standard swivelock was subsequently opened, and the site was repunched to complete the procedure. This was discovered during a procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 20-jan-2026: this event occurred during a rotator cuff repair procedure. All detached eyelet fragments were retrieved from the patient. The case was completed using an ar-2324bcc biocomposite swivelock c. It is unknown whether a case delay occurred or if additional anesthesia was required.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of a fractured eyelet on an ar-2324kbcsp batch 15434458. Based on the information provided which may include the returned device (if available), photographs, videos, event description, and any additional field input arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as off-axis loading, prying, and leveraging the device during use.